Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that when the anchor for the catheter was being deployed, it folded over itself rather than sliding off the deployment tool correctly. The manufacturing representative had an anchor accessory kit so they were able to use that to finish the case and the patient was not harmed. The pump was infusing lioresal (baclofen). The catheter was implanted and the anchor from the accessory kit was used. The patient was doing well as of the week following the procedure. A follow-up report will be submitted if more information becomes available.